Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4): it was reported that a cassette not attached alarm occured. Patient involvement is unknown.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5, h6).

Event description:
Additional information was received which indicated no patient involvement ? Found during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log). The customer stated problem was not duplicated. Replace downstream occlusion sensor as preventative measure due to event log history. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.